Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, it was confirmed that foreign matter remained in the suction channel. It is likely that the foreign matter that entered the suction channel was attached without being removed. It was confirmed that reprocessing was not implemented according to instructions for use. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Attempts to retrieve additional information from the customer are in progress. The device was returned and evaluated by olympus. In addition to the findings, evaluation found the complaint was confirmed and water tightness was lost due to a pinhole in the instrument tube. Also, evaluation found the universal cord was scratched and sticky, the up/down plate was sticky, the control unit was sticky due to water leakage, the bending angle in the up direction did not meet standard value due to wear of the angle wire, the right/left lever did not move smoothly due to a dent on the bending tube, the light guide bundle was slipping down, image noise occurred due to damage to the charged coupled device (ccd), and the coating of the image guide coil was peeling. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported the air/water channel of the evis lucera elite bronchovideoscope was leaking. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found foreign matter came out of the suction channel. The report is being submitted due to foreign material in the suction channel found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information obtained from the customer. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
Additional information from the customer reported the air/water leak occurred during the leak detection process when reprocessing the scope after use. There was no additional information available about the procedure.